Manufacturer narrative:
Multiple pullbacks with the first catheter were incomplete; the pim jaws opened after 20¿40 mm, producing repeated frames and red frames from stretch and rotational instability. Returned-unit testing showed no defects with the catheter. Oct log review confirmed the complaint.

Event description:
Case #1 tight ostial lad stenosis. This was a case involving previous stents at the left main bifurcation (both balloon and stenting). Both lad and lcx were previously stented. The operator performed rotablator and balloon angioplasty. Attempted hf-oct post-intervention. The first did not pull back (pim jaws let go; stretch and rotational instability are visible in the images, resulting in red frames, too). This happened in both the lad and lcx. The catheter was replaced, and the second catheter performed ok in the lcx.